Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12459. It was reported the stimulation moved from occipital (off label) stimulation to right shoulder. The sjm representative reprogrammed, but was unable to regain occipital stimulation. X-rays confirmed the leads had migrated. Follow-up determined the physician may revise the leads at a future date. Note the patient has two leads with different lot numbers, both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.